Event description:
It was reported that a malfunction occurred on the pump, identified by the code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The customer did not have charging supplies at the time but agreed to call back when a charger became available. Upon follow-up, the malfunction did not reoccur, and the customer was advised to continue using the pump, with instructions to contact support if any issues arise again.